Event description:
Per the operative report...."another 2.0 arthrex 5 screw was determined to be placed producing sclerosis. The screw did break off and was unable to be removed due to the implantation of the bone. Multiple attempts were made to remove and it was trimmed off as short as possible."